Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked keypad overlay at the select button. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: dog chew marks in the display window and case, scratched case, scratched keypad overlay, pillowing keypad overlay and corroded battery tube. The pump was received with a blank display. Unable to perform the active current test, sleep current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Unable to generate the power management graph or perform the history review 1 week prior to the event date 01-aug-2025 in the pump history file due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1 and pcba 2. The motor had moisture damage. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to corroded electronic assembly. Cosmetic damage was confirmed at the front of the pump. Unable to perform the required tests due to blank display. Display anomaly-blank display confirmed during analysis due to due to corroded electronic assembly. Upload error confirmed (unable to download history files/traces using thus due to blank display). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced broken pump keypad, middle button, button was responding. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1712kl was requested and the customer response was that the device returned.